Event description:
The reporter stated the device result was hi. About thirty minutes later a lab result was 71mg/dl. The pt was not treated. The device was replaced and requested to be return for evaluation.